Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for alp2 alkaline phosphatase acc. To ifcc gen.2 (alp2) on a cobas 8000 c 502 module. The initial result was 686 u/l. This result was reported outside of the laboratory where the doctor requested repeat testing. The sample was repeated on a different c502 module with a result of 106 u/l. The sample was repeated on the c502 module in question with a result of 110 u/l.

Manufacturer narrative:
The alp2 reagent lot number was 71223301 with an expiration date of 30-nov-2023. On 06-jun-2023 the field service engineer (fse) and the field application specialist (fas) visited the customer site. The fse found the sample probe was not sliding well. The fse checked multiple parts of the instrument and cleaned and lubricated the nozzle guide. After the service visit, the customer had no further issues. The investigation determined the service actions resolved the issue.